Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction was faulty plug. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the camera displayed only static image during an inspection procedure involving an olympus colonovideoscope. There was no patient involvement.